Event description:
Unknown error codes were received during the coronary artery bypass graft procedure. The case was completed with a second handpiece. No patient consequence was reported. During troubleshooting, it was determined that the running impedance was unstable.

Manufacturer narrative:
Based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.